Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: there was one call service (cs 064) alarm observed in the black box on (B)(6) 2016 at 08:38; deliveries resumed at 08:47. The pump was exercised for 24 hours with no call service alarms or other errors, alarms or warnings duplicated. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no damage or moisture was observed. The complaint was verified in the history but could not be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked and returned battery cap had stripped threads. Also unrelated, the audio bolus button cover was torn, but the button was still operable. The keypad was intact, but the ok button was intermittently responding to presses. The up, contrast and down keys were responsive to user presses. The keypad cover was removed and the ok button contact was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 391 mg/dl with confusion, extreme drowsiness and polydipsia associated with a call service alarm issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the call service (cs 064) alarm occurred during a bolus and had occurred one time. The patient was able to reboot the pump and prime without a recurring cs alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.